Event description:
Dr reportedly perforated rectum upon initial puncture when performing thl procedure. Dr consulted with general surgeon and an open laparotomy was performed to repair defect. Pt released on 2/4/1999.